Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, who requested an engineer to come onsite. The issue was dispatched to mera (a third-party company that works on treadmills for philips). The customer was emailed to clarify the cause of the issue, and the customer advised that there were no issues found with the treadmill. Philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains in use at the customer site.

Event description:
The customer reported the emergency stop is not stopping. The device was in use on a patient at the time of the event. There was no adverse event reported.